Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks within a months time. Review of device information revealed the inappropriate shocks was the result of t-wave oversensing due to diminished qrs amplitudes. T-wave oversensing was found in all three sensing vectors. This system was surgically abandoned and a transvenous implantable cardioverter defibrillator (ICD) was successfully implanted. It was noted the patient experienced severe trauma due to the inappropriate shocks. No additional adverse patient effects were reported.